Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced ise internal reference solution of the reference electrode, ise mix motor and ise mid solution which resolved the issue. Beckman coulter internal identifier is case-(B)(4). Date of birth: patient demographic information was not provided. Sex:patient demographic information was not provided. Weight: patient demographic information was not provided. Ethnicity: patient demographic information was not provided.

Event description:
The customer reported erroneous high ise (ion selective electrolyte) patient results were generated on the dxc 700 au clinical chemistry analyzer. The erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.